Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. Note, the date of event is considered to be a best estimate as (22-sep-2025) based on the date of awareness. This emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia and left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device 1,2,3 and 4). Per op notes, ¿a large indirect hernia sac was noted in right inguinal region were reduced. The prior mesh was noted in right inguinal region. Two perfix plugs (device 1 and 2) were placed on the right side and tacked. An indirect hernia sac was noted in left inguinal region and reduced. Two perfix plugs (device 3 and 4) were placed and tacked.¿ (note: the prior mesh seen during this procedure was unknown). Attorney alleges patient had hernia recurrence, pain and mesh migration and it also alleged that patient had repair surgery.